Manufacturer narrative:
A2: age: 33. A4: weight: 80 grams. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technologist. No actual sample was returned; however, a video was provided. It was observed that clear red bubbles were coming out of the gas-outlet side of the oxygenator. It was observed that red clear liquid leaked on the floor. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Regarding the cause of this occurrence, after reviewing the provided video, the following possibilities were inferred based on our past experience; however, the actual device could not be confirmed, and it was not possible to clarify the cause of the plasma leakage. The blood properties changed due to some factor, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. Relevant instructions for use (IFU) reference: the IFU (capiox fx25) indicates as follows regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir". Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. Foamy bloody fluid overflowed from the gas outlet after cpb was ran for more than six (6) hours. The procedure outcome was not reported. The patient was not harmed. No medical or surgical intervention was required.